Manufacturer narrative:
The device was received for evaluation with an unknown drain bag on the dark blue connector; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which revealed a loose chip. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing; no issues were noted. The unknown drain bag received with the set was used during functional testing. The reported condition was verified. The cause of the reported separation occurrence was determined to be loose a chip (separation of light blue main body from dark blue female connector) which was identified during visual inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the dark blue female connector and the light blue twist clamp of a minicap transfer set. This event occurred during use with patient involvement. This event occurred one month after installation. There was no patient injury or medical intervention associated with this event. No additional information is available.